Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-06 was reviewed. The last cartridge and fusion set change operations before the review date were on 2024-04-04 at 10:24am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. The ilet report shows a period of hyperglycemia on (B)(6) 2024 lasting approximately 1 hour (peak cgm glucose of 278 mg/dl), then followed by a period of hypoglycemia starting at 1:49pm when the cgm glucose reaches 67 mg/dl. The period of hypoglycemia lasts for approximately 6 hours with a cgm glucose nadir of 39 mg/dl. Prior to the low event, insulin delivery had been suspended when the blood glucose was 93 mg/dl. No evidence of device malfunction was found in the engineering logs. The ilet appropriately triggered the low glucose alerts and was not found to be making basal requests for insulin delivery throughout the low event. A "usual" sized lunch meal bolus was logged at the start of the low event which listed the lead screw nut position at 121.58 units. Following this, cgm glucose began to decrease. Multiple cartridge change operations were logged during the low event with more than 20 units being primed during each tubing fill operation. It is unclear if this was the supply change that the user was referring to or if they were connected to the ilet at this time. The ilet did not resume basal requests until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs it was determined that the ilet operated as intended. The initial hypoglycemia was likely related to the prior hyperglycemic period that required correction insulin dosing to bring the blood glucose into range. However, failure to follow the correct steps for changing the cartridge including failure to rewind the device prior to loading the cartridge and having the tubing connected to the body resulted in unintentional insulin delivery and prolonged the hypoglycemia. Due to the excess insulin primed into the body, the user was seen at the ER for additional oral carbohydrates and monitoring to prevent a severe hypoglycemic event. The user was able to drive themselves to the ER, treated with oral carbohydrates provided by the medical staff and did not report loss of consciousness or seizure. The cds provided the user with additional training after the event.

Event description:
On 4/7/24 an ilet user reported they changed their supplies yesterday, (B)(6) 2024, afternoon at 2:30 pm then had a severe low blood glucose (bg) event and went to the emergency room. The user stated they did not rewind the pump piston, then attached the cartridge, luer connector and infusion site together and placed the infusion site on their body. The user then placed the cartridge and luer connector into the cartridge chamber without rewinding the piston. This resulted in "a lot" of insulin being injected into the patient's body. This caused their bg to go low quickly. The user reported their bg dropped to 40 mg/dl or lower. The user then called the nurse line through their provider. The user drove themselves to the hospital and went to the ER. The user stated they drank juice, milk and ate a couple glucose tablets provided by the hospital staff. The user disconnected from the ilet and has been on daily injections since the event. The user contacted beta bionics customer care on 4/7/24 to get reconnected to the ilet. The customer care agent walked the user through a full supply change and insulin delivery resumed.